Manufacturer narrative:
Device received with post mfg damage (rod broken into two sections, deep indentation at break site and raised edges around the rod diameter). Visual inspection noted multiple surface scratches, indentations, and anodize removal on the device surfaces which is constant with field use. There are no related issues with the DHR review or dimensional measurement of the device at the break site. Dimensions that could be measured were found to meet specs.

Event description:
Pt was implanted with rib to rib and hybrid rib to pelvis extension on the left and rib to rib extension on the right on an unk date. Pt was scheduled for routine veptr expansion on (B)(6) 2012. While reviewing x-rays on (B)(6) 2012, surgeon became aware that the distal end of the hybrid rib lumbar extension on the left was broken. During the scheduled procedure, surgeon also removed the broken device and replaced it with a larger size lumbar extension.